Manufacturer narrative:
Initial reporter is a synthes sales consultant. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on an unknown date during a spinal surgery an opal implant holder, straight and an opal implant holder, pistol grip broke. During the operation, the surgeon flipped the cage with excessive force causing the front of the cage holder to break. It fell into the patient's body. The surgeon tried to remove the fracture tool but was not able to retrieve it; the current fracture tool remains in the patient's body. Patient outcome was unknown. It was noted the surgeon was using a large cage in a small disc space. During manufacturer's preliminary investigation of the returned devices it was identified that two (2) of the broken opal implant holders, straight were returned. This report is for an opal implant holder, straight. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4) was automatically created by the system because the product code in (B)(4) was changed to non-us code. The complete investigation was carried out in (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: opal implant holder withpistol grip (part 03.803.002, lot unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.